Event description:
It was reported that the patient¿s implantable neurostimulator (ins) had premature battery depletion due to an overdischarge condition. A trickle charge was attempted, but was unsuccessful. The surgeon noted that the ins battery had ¿dropped¿ since implant and needed to be repositioned. It was unknown as to what diagnostic testing/troubleshooting was performed or if a procedure had been scheduled to reposition the device. It was noted that the patient experienced pain at the ins pocket site during the event. The patient status at the time of report was noted as ¿alive ¿ no injury¿. There were no further details, interventions or outcome reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID: 37746, serial# (B)(4), product type: programmer, patient. Product ID: 37754, serial# (B)(4), product type: recharger. Product ID: 39565-65, serial# (B)(4), implanted: (B)(6) 2013, product type: lead. (B)(4).

Event description:
Additional information received reported that the patient was getting her battery replaced and a pocket revision was going to be performed. No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.